Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a device changeout it was noted that the right ventricular (rv) lead had visible insulation damage. The physician attempted to repair the lead, however impedance and threshold increased significantly to high levels after the repair. Fracture was suspected. The lead was capped and replaced. It was also reported that a passive fixation replacement lead was not able to be implanted. Due to tricuspid regurgitation a stable position could not be maintained. The lead was removed and an active fixation lead was implanted instead. No patient complications have been reported as a result of this event.